Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor was not responding when the start button was pressed, although per the clinic the automatically scheduled transmissions were able to come through. The power cord was to be replaced. No patient complications have been reported as a result of this event.